Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the patient has had high blood glucose (bg) levels yesterday and she is not sure why. High bg the day before 250 to 350 with no symptoms. This morning bg was 530 mg/dl with no symptoms. Mom took patient off pump and started alternative insulin (lantus) delivery. Mom states she is not using expired supplies. Last infusion set change was three days ago, and today would have been the third day. She changes cartridge and infusion set every 3 days. This complaint is being reported due to the allegation that a patient on pump therapy developed hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.